Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The post fractured off the device and was returned. The device was manufactured in 2009 and shows signs of extensive wear. The femoral and tibial base were not returned for evaluation. The knee insert post fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. The medical investigation concluded that the x-ray provided does not contribute to the cause of the insert post failure. Based on the limited information provided and without the requested clinical information the root cause of the reported implant fracture cannot be determined. There is potential risk for inability to put weight on the leg, tissue inflammation and/or pain. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include improper sizing, overuse or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint.

Event description:
It was reported that a implant fracture of the poly insert, happened on (B)(6) 2019. There was no details provided as to what may have occurred to cause this. A revision surgery for the poly it's scheduled for (B)(6) 2020. The tall post journey I bcs inserts have been ordered.